Manufacturer narrative:
One device was received for evaluation. A visual inspection was performed and the inner cannula was inserted in the outer cannula and it was observed that the distal end of the inner cannula protruded out of the outer cannula 0.074 inches, and this reading is within specification. A dimensional test was performed, and the inner cannula was inserted in the fixture dt50-0181-002 calibration number 15103, and its dimension is within approval range, therefore no failure mode was observed in the received sample and all manufacturing controls were found acceptable and effective to detect the reported failure mode. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, right out of the packaging, the inner cannula sticked out 2mm past the distal end of the tube. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined.

Event description:
The customer reported that upon opening three packages, the inner cannulas appeared longer that the distal tip of the outer cannula. There was no patient involved. The three incidents one each tube are referenced on our reports: 2936999-2016-00360 , 2936999-2016-00361, 2936999-2016-00362.